Event description:
Physician placed the lumbar drain; however, it was not draining properly, it was pulled back and then did not work at all. The physician then pulled the drain out and the end of the drain sheared off, the drain was replaced and the drain began working properly. There was no injury to the patient.